Event description:
Description of event or problem: this case is linked to two other cases (B)(6). This serious, spontaneous case was rec'd from a hospital in (B)(6) via the ferring marketing and sales company in (B)(6). The pt, a (B)(6) year old (gender unspecified), experienced acute gonalgia and intra-articular swelling after receiving euflexxa (1% sodium hyaluronate) for an unspecified intended use. This is a serious ae that was reported by a hospital in (B)(6). The eas reported are three separate cases occurred in three different pts (age respectively: (B)(6) years). Onset date: (B)(6) 2009. Indication for treatment: gonarthrosis therapy. Description: acute gonalgia and articular tumescence. Consequence: hospitalized. Device lot number: unk. On (B)(6) 2009 m&s follow-up after receiving a copy of report from the hospital where the pts were treated. All three pts were treated at the hospital orthopedics svc for gonarthrosis (osteoarthritis), but only the (B)(6) year old was hospitalized. Copy of hospital report: ref no (B)(6) 2009, is on file. No further info available. If new significant info is rec'd a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).